Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this right ventricular (rv) lead was thoroughly evaluated. The complete lead was returned and a setscrew mark was noted on the terminal pin in the correct location. No anomalies were noted at the lead tip. The lead passed all electrical tests. The lead met specifications and the allegations from the field could not be confirmed through testing.

Event description:
Boston scientific received information that shortly after implant, oversensing was noted on this right ventricular (rv) lead. It was later reported that the lead had dislodged and that the patient was experiencing diaphragmatic stimulation. The lead was explanted and replaced. No additional adverse patient effects were reported.